Manufacturer narrative:
The following fields have been updated with additional information: b5: describe event or problem: the event description has been updated with a new medical device brand name. D1: medical device brand name: syringe 3ml ls. D2: medical device catalog #: 302106. D4: medical device expiration date: 2025-08-31. D4: medical device lot #: 0233383. D4: unique identifier (UDI) #: (B)(4). H4: device manufacture date: 2020-08-20. H3 other text: see h10.

Event description:
It was reported that syringe 3ml ls was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was bowed.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the barrel was observed to be bowed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The quality team is unable to perform further investigation on this nonconformance without a physical sample, therefore the root cause was not able to be determined. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ls was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was bowed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: the customer reported that the barrel was bowed.